Manufacturer narrative:
The meter was requested for investigation. A replacement meter was sent to the customer.

Event description:
We received an allegation of a display issue with 3 coaguchek xs meters. This MDR is for meter #1. The meter would power on, briefly flash a white screen, and then a black screen. No misinterpretation of results was reported. Refer to MDR with - patient identifier (B)(6) for the investigation of meter #2 and MDR - patient identifier (B)(6) for the investigation of meter #3.

Manufacturer narrative:
The product was not submitted for investigation. If the product is returned in the future, a follow-up report will be submitted.